Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a broken insulin pump. The customer's blood glucose reading was 8.6 mmol/l. The customer stated that the reservoir is no longer holding in place in the pump. The customer stated that it happened 5 minutes before calling the helpline. The customer stated that she was able to give herself a bolus before this happened and her blood glucose is now normal. The customer stated that she has no backup plan but was advised to go search for now. The customer will be sent a replacement pump.